Event description:
It was reported that a shaft break occurred. A 4.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, while advancing the device through a rough guide at normal pressure, the mid shaft broke in half. The broken pieces were removed from the wire, and the procedure was completed with a different device. No patient complications were reported.